Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance on multiple occasions due to low blood glucose. Customer went to the emergency room two days in a row and declined medical transportation on the third day. Customer had blood glucose of approximately 30 mg/dl on one occasion and approximately 50 mg/dl on another. The customer states that the paramedics were concerned that the pump was causing the lows. The customer was given glucose and juice to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. Customer also reported not checking her blood glucose as she lost her meter. The insulin pump will be returned for analysis.